Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was stable throughout the whole procedure.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing found the device to be normal, and no sources of high current were noted. In further analysis of the battery, non-shorting lithium clusters were observed. The presence of non-shorting lithium clusters is normal and they are in conformance with the intent of the internal insulation design. The cause of the premature depletion remains undetermined.